Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and was hospitalized for the event. On the same day of onset, the patient began treatment with imipenam (500mg qd for four days) for the event.two days after onset, the patient was recovered, pd fluid was clear and they were discharged from the hospital. No additional information is available.